Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's husband called in to report emergency medical services and a hospitalization due to low blood glucose readings. The customer's blood glucose level was 17 mg/dl when the ambulance picked her up they treated her with dextrose. Customer was found by her son passed out on the floor at home. The customer's symptoms included seizure, disorientation, and fainting. The customer was not wearing the insulin pump at the time of admission due to the ems removing it during transit. The cause per the healthcare provider was not known. The customer was treated with dextrose. The caller stated that the customer was treating off of sensor readings instead of blood glucose readings; customer was using dexcom sensors. No torubleshooting was performed on the products. The product was not returned for analysis.